Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was reproduced during troubleshooting. The expiratory pressure transducer pcb was found defective and its replacement solved the issue.

Event description:
It was reported that while the anesthesia system was in use, the system generated a technical error code indicating airway pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).